Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately calcified peripheral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. The balloon was inflated at 6 atmospheres. Upon removal. It was difficult to remove the balloon from the wire. Consequently, the balloon and wire removed intact from the patient. Upon inspection, a kink was noted. There were no patient complications as a result of this event.